Event description:
(B)(4). Periods 2-3 weeks long horrid continued until my surgery schedules (B)(6), 2015, bladder stopped functioning out of blue had a device interim stem therapy stimulator placed 3 months after essure placement , ovarian cysts with ovarian torsion needed surgery also surgery for menorrhagia with a thermachoice ablation on (B)(6), 2011. (B)(6), 2011 had first stroke also diagnosed with blood disorder mthfr. (B)(6), 2014 second stroke following 10 days of 2 different hosp stay and 6 months of physical therapy . (B)(6) 2015 allergic to nickel which is in the essure coils, dnc (B)(6) 2015 . Through all this bloating , migraines, rashes of dry skin on my body , scalp lesions . (B)(6), 2015 at the age of (B)(6) hysterectomy to remove essure coils. I have all medical records for all these health issues.